Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ECG analysis was incorrect. The customer has stated that there was no negative pt impact.